Event description:
The pt experienced withdrawal symptoms including sweating, increased baseline pain, and olfactory hallucinations. The symptoms continued for about 10-12 days. It was reported that the pump was delivering medication irregularly. The pump began to function for about 8 days after which the pt again experienced withdrawal symptoms. The pt was seen in clinic after the initial return of symptoms. Pump interrogation revealed no signs of therapy interruption. No catheter dye study was done at that time. The hcp replaced the pump. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.